Manufacturer narrative:
The reported firstpass mini straight device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during surgery the first pass mini jaw broke.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. (2) tissue thickness. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery the first pass mini broke. A back-up device was available to finish the procedure. It is unknown if there was a delay in the procedure. No patient injuries were reported.